Event description:
It was reported "stylet wire was bent/kinked coming out of the package." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refv1449 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint a kinked 3cg stylet is confirmed but exact cause remains unknown. One 3cg stylet assembly was returned for evaluation. The handwritten note indicates lot: refv1449. Three kinks in the polyimide tubing were visible 0.8cm,1.6cm, and 5 cm from the distal tip of the stylet. Additional curving of the tubing was noted between the kink locations. Microscopic observation of the kink locations revealed the polyimide tubing to be compressed and bent. The polyimide tubing was cut proximal to the kink locations in order to measure the tubing wall thickness. The wall thickness was found to be within manufacturing specification. Based on the description of the reported event, possible contributing factors include damage during handling and advancement or retraction against resistance. Since a kink in the stylet was found to be present, the complaint is confirmed but the exact cause remains unknown.

Event description:
It was reported "stylet wire was bent/kinked coming out of the package." No other information was provided.